Event description:
It was reported via repair work order that the brakes were not staying engaged due to a malfunctioned brake assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.